Event description:
It was reported that stuck in lesion and tip detachment occurred. The 90% stenosed 45 mm diameter of the target lesion 2.25(distal) x 2.8mm(proximal) was located in the moderately tortuous and severely calcified obtuse marginal branch in left circumflex artery. During the percutaneous coronary intervention, an opticross imaging catheter was selected for use. However, after placement of two non bsc stents, the device got stuck at the distal of obtuse marginal branch. The physician tried to forcibly remove the guide wire and the 14 wire. It was able to be removed but, upon looking at the cine, it was noticed the marker of the tip of the device was detached. It was difficult to apposition the stent because the remaining part was about 1.5 mm in diameter on the intravascular ultrasound. Also, the blood vessels were thin, therefore, the tip was removed and collected to avoid another complication. The procedure was completed and the patient was in good condition.

Event description:
It was reported that stuck in lesion and tip detachment occurred. The 90% stenosed 45 mm diameter of the target lesion 2.25(distal) x 2.8mm(proximal) was located in the moderately tortuous and severely calcified obtuse marginal branch in left circumflex artery. During the percutaneous coronary intervention, an opticross imaging catheter was selected for use. However, after placement of two non bsc stents, the device got stuck at the distal of obtuse marginal branch. The physician tried to forcibly remove the guide wire and the 14 wire. It was able to be removed but, upon looking at the cine, it was noticed the marker of the tip of the device was detached. It was difficult to apposition the stent because the remaining part was about 1.5 mm in diameter on the intravascular ultrasound. Also, the blood vessels were thin, therefore, the tip was removed and collected to avoid another complication. The procedure was completed and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR: the device was returned from analysis. The tip of the device was detached from the imaging window and was not returned for analysis. Several kinks were observed in the telescope assembly. Several kinks were observed in the sheath assembly. The imaging window was observed severely damaged (stretched). A section of the imaging core was outside the imaging window. No other visual damages were encountered upon visual inspection. The encountered visual damages were also observed under magnification.